Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis could not confirm the reported clinical observation. However, during analysis there were two segments of the terminal pin that was severed and a setscrew mark was also noted.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled out a day after implant and exhibited high pacing threshold. The physician attempted to reposition the lead but it was unsuccessful. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.